Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address right hip pain. In addressing complaint many cultures of tissue and fluids were taken to evaluate for infection or elevated metal ion levels.

Manufacturer narrative:
(B)(4).

Event description:
Asr litigation record received. Litigation alleges injury, pain, disability, physical impairment, emotional distress and mental anguish. It was also indicated that the patient was injured by excessive levels of chromium and cobalt after the blood was drawn.

Event description:
After review of medical records for MDR reportability it was reported that the patient was revised to address inflammatory reaction, increasing pain and elevated metal ion levels. Revision note reported, synovitis was encountered, the hip fluid was not completely clear, but was not typical dark metallosis either. There was black residue at the trunnion consistent with trunnionosis. The femoral component and acetabulum was found to be well fixed.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.